Event description:
It was reported that after insertion of an intra-aortic balloon pump (iabp), arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, during suture deployment, a needle-to-cuff miss occurred. The device was removed and manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch, a femoral angiogram had not been performed prior to the closure procedure.

Manufacturer narrative:
(B)(4). Evaluation summary: failure to follow steps - a femoral angiogram was reportedly not performed. It should be noted that the perclose proglide instructions for use states to perform a femoral angiogram through the introducer sheath to verify that the access site is in the common femoral artery. To avoid posterior wall suture placement and possible ligation of the anterior and posterior walls of the femoral artery, fluoroscopically evaluate the femoral artery for size, calcium, tortuosity, and for disease or dissections of the arterial wall. The patient was reportedly morbidly obese, which could have contributed to this event, but could not be confirmed. The instructions for use stated under the special patient populations section that the safety and effectiveness of the perclose proglide smc devices have not been established in patients who are morbidly obese ((B)(6)). The device was returned for evaluation. The condition of the returned device indicated that the rail suture end was cut with the device cutter and the suture knot was properly formed and tightened with dried blood present. This is consistent with successful needle deployment and suture retrieval. Therefore, the reported cuff miss could not be confirmed. A request for clarification was sent to the reported source; however, no additional information could be obtained. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.